Manufacturer narrative:
Records indicate this device remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this pacemaker exhibited oversensing of the minute ventilation sensor on the right ventricular (rv) channel resulting in stored vt episodes. Pacing inhibition was noted in the episode however an intrinsic rhythm remained present. Pacing impedance measurements remained within range however some abrupt changes of 200-300 ohms was noted. Follow-up options were discussed. This device was included in the recent minute ventilation sensor signal oversensing advisory population. No adverse patient effects were reported.